Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the small intestinal videoscope tested positive on (B)(6) 2025 for less than 10 colony forming units (cfus) of coagulase negative staphylococcus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the results of third-party testing, the device evaluation and the final investigation. The user facility provided the following result of the culture test, performed at the third-party labs: [sampling date: (B)(6) 2025. Sampling from: unknown. Cfu: <10cfu. Bacterial identification: coagulase neg. Staphylococcus. Due to the lack of data evaluation, assessment is not possible. The inspection report contained no significant deviations. After providing the missing information, the case could be reviewed again. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.